Event description:
The pump "may have slipped" or moved around in the pocket in the past, but the reporter was "not one hundred percent sure." The device system was used to infuse clonidine and bupivacaine. No other information was reported.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2010. (B)(4).